Manufacturer narrative:
D10: concomitants: (B)(6) 02-010-03-0325 - logic cr femoral cem, right, sz 2.5. (B)(6) 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 2.5t. (B)(6) 200-02-35 - three peg patella 35mm. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a 75 yo patient, initial right knee implanted in (B)(6) 2016, underwent a revision procedure in (B)(6) 2025, approximately 8 years 7 months post the initial procedure. Reason for the revision unknown. The poly was exchanged. Minimal wear was noted. There were no issues with the surgery. X-rays were provided. The explants are not available for return. A device image was provided. No further information.

Manufacturer narrative:
D1: corrected. H6: corrected investigation clinical codes.